Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self testing and priming were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) set w/cassette leaked "2 cm below the connection of the patient's connecting line". The leak was observed during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.